Manufacturer narrative:
The event was reported by a distributor, however the healthcare facility where the event occurred is as follows: (B)(6). (B)(4).investigation results the returned flexiva laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in one piece. The laser fiber body measured 310.8 cm from the distal tip to the proximal end of the sma connector. The exposed glass tip was degraded down to the fiber jacket, additionally a kink was present at 45.4 cm from the distal tip. A functional evaluation revealed that the light from the sma connector was distorted, indicating that there was a fracture within the connector. No other problems with the device were noted. The reported event of the flexiva laser fiber stopped working was confirmed. The reported laser fiber stopped working is consistent with a fiber broken within the connector and fiber body broken. It is likely that procedural handling of the device during set-up or use contributed to the fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Also, the kink in the fiber body likely limited the likely cause the fiber to not continue to work. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on october 14, 2021 that a flexiva laser fiber was used during a procedure, performed on (B)(6) 2021. During the procedure, the fiber malfunctioned after 30 minutes of usage. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: this event has been deemed reportable based on the investigation finding of laser fiber body broken within the connector and laser fiber body broken.